Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an 8mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio intravascular delivery system. It was confirmed via a transesophageal echocardiogram and fluoroscopy, that during procedure the occluder exhibited a cobra deformation. The 8mm amplatzer septal occluder was not damaged or mishandled in any way during device preparation. The deformed occluder was never released from the delivery cable while inside the patient. There was no noted angulation or kink noticed in the delivery system and no interaction with cardiac structures at the time the deformed occluder was deployed. The decision was made to remove the 8mm amplatzer septal occluder and replace it with another one of the same size to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. Images from field appeared to show distal disc of occluder device deformed into cobra shape.